Event description:
It was reported that a patient presented a remote follow up via merlin.net. The implantable cardioverter defibrillator exhibited t wave and non sustained right ventricular oversensing. No patient symptoms were noted. No intervention was performed.